Event description:
The report received from the affiliate indicated that approximately six months after the index procedure, the pt had coronary angiography done due to recurrent angina. Coronary angiography revealed an 84% proximal peri-stent restenosis of the previously implanted cypher select plus 3.0 x 13 mm stent. The restenosis was treated by implantation of an additional cypher select plus 3.0 x 13mm stent. The pt was reported to also have a right dominant coronary system, a 90% proximal left anterior descending (lad) lesion, a 70% stenosis of the first diagonal, and an 80% lesion in the circumflex. The pt was discharged in good condition.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The pt was found to have one-vessel disease and had one lesion treated during the procedure. The patient's left ventricular ejection fraction was not provided. No staged procedure was planned. The target lesion was the proximal left anterior descending (lad). The lesion was reported to be: de novo, 3.0 mm vessel diameter, 10 mm length, a 90% stenosis, a bifurcation lesion, and type b2. The lesion was pre-dilated with a 2.0 x 15mm balloon at 18 atm. A cypher select plus 3.0 x 13 mm stent was implanted at 18 atm. The stent was post-dilated with a 3.0 x 10 mm balloon at 30 atm due to the stent not being fully expanded. The residual stenosis was 0%. The timi flows were not provided. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was discharged the day after the procedure. The pt was reported to be asymptomatic at the one and six-month follow-ups and was continuing his medical regimen. The re-pci procedure was reported at the six-month follow-up. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A male from the registry experienced peri-stent restenosis approximately six months post implantation of a cypher stent. Past medical history included family history of coronary artery disease, hypertension, hyperlipidemia and current smoking. The indication for the procedure was unstable angina pectoris. Pci was performed in the proximal lad. The lesion was described as type b2, bifurcated, 10mm in length in a 3.0 mm vessel diameter with 90% stenosis. The lesion was pre-dilated before the implantation of a 3.0 x 13 mm cypher select plus was deployed at 18 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. Post-dilation was conducted because the stent was not fully expanded. The pt was discharged the following day. Medications at discharge included aspirin, clopidogrel, statins and beta-blockers. Six months post index procedure, the pt experienced recurrent angina. Coronary angiography revealed 90% proximal peri-stent restenosis in the proximal lad, 70% stenosis in the first diagonal, and 80% stenosis in the ostium of the circumflex. Re-pci was performed to treat the restenosis found in the proximal lad with the implantation of a 3.0x13mm cypher select plus. There was no treatment reported for the other vessels. The device remains implanted in the pt and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the info provided, there are pt, vessel characteristics and procedural factors that may have contributed to this event. Please note that this is the initial/final report for this product.